Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient had a pacemaker checked, there were multiple stored egms for ventricular noise, as well as high ventricular rates, which were consistent with ventricular lead noise. The patient did not have any adverse events or symptoms. The lead will continue to be followed closely.